Event description:
It was reported that while being advanced through the rotator cuff, the tip of the needle broke off at the notch. The surgeon had double pumped the device within the joint space. 1st pump, the needle did not puncture the tissue, then he tried again and with the second pump, the device jammed. As the device was opened and turned to be removed, it was noticed the needle tip was gone. An x-ray had shown the tip was in the cuff tissue. Surgeon was not concerned with the needle tip and did not want to retrieve it. Due to the toughness of the tissue, retrieving would have caused damage to the rotator cuff. Pt is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. The complaint was confirmed, event caused by a broken needle point. The mating part (instrument) used in the event was not returned. Based on the information provided and device evaluation, the most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.